Manufacturer narrative:
Device evaluation: the product was returned for evaluation. Customer report of stenosis and regurgitation could not be confirmed due to condition of the valve as received. As received the sewing ring, cobalt chromium alloy band, and polyester film band were removed from the valve and were not returned. Leaflets 1 and 3 remained partially attached to the wireform, while leaflet 2 was returned detached. X-ray demonstrated heavy calcification on all three leaflets and wireform intact. Minimal host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 3mm on leaflet 1 at the inflow aspect, and 1mm on leaflet 3 at the outflow aspect. Discoloration was observed on the cusp of the leaflets at the outflow aspect. Non-transmural tears of approximately 11mm on leaflet 2, and 7mm on leaflet 3 were observed on the inflow aspect. The reported event does not allege a malfunction that could be related to a manufacturing deficiency and/or one was not confirmed through investigation. In addition, the event does not allege a labeling issue or device related infection; therefore no DHR is required.

Manufacturer narrative:
This device is not distributed, marketed, or sold in the u.s.; however, it is similar to model no. 2800 which is marketed in the u.s. PMA number p860057/s001. Device evaluation is pending and when is complete a supplemental MDR will be submitted. Bioprosthetic tissue valves can deteriorate with time and eventually fail contributing to regurgitation and/or stenosis. There can be a number of potential known and unknown patient related contributing factors. Structural valve deterioration (svd), a common reason for bioprosthesis explant or reoperation, encompasses multiple failure modes, including calcific and non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes, occurring singularly or concomitantly, may contribute to stenosis and/or regurgitation.

Event description:
Edwards received information that this patient underwent redo aortic valve replacement (avr) procedure to remove his 25mm aortic bioprosthetic valve after an implant duration of 13 years and two months. Reason for the redo avr procedure was due to aortic stenosis and regurgitation. The subject device was originally implanted for aortic regurgitation. The leaflets and stent posts of the subject device was removed, and a 21mm edwards valve was placed using the sewing ring of the subject device. There were no adverse patient effects reported as a result of the redo avr procedure.